Event description:
It was reported that the hypo pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the hypo pad leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The damage was determined to be caused by the device coming into contact with a sharp object while unpacking the product. The issue was resolved for the customer by scrapping the blanket, as these are disposable products.